Manufacturer narrative:
The lead will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not successfully implanted. It was reported that upon initial placement the lead had suboptimal sensing values and was repositioned. The second position there were suboptimal sensing and threshold values. The lead also dislodged while removing the stylet. The lead was positioned a third time but again dislodged. The lead was removed and replaced with another lead of the same model. No adverse patient effects were reported.